Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00801803201, item name: femoral head sterile product do not resterilize 2/14. Taper lot #: 65142213. 00620005622, shell porous with cluster holes 56 mm o.d., 64869889. 00625006530, item name: bone scr 6.5x30 self-tap lot # j7214194. 00771101000, item name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset, lot #: 64999924. 00625006530, item name: bone scr 6.5x30 self-tap, lot #: j7214194.

Manufacturer narrative:
(B)(4). D10: unknown head, 00620005622 , item name: shell porous with cluster holes 56 mm o.d., lot # 64869889. E1: telephone number: (B)(6). G2: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 02553. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that a patient has been indicated for total hip revision after dislocating three times within one year post implantation. No additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.